Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2024 at approximately 6:36 pm pst, the patient contacted support inquiring about the pause function on the ilet device. The patient had not yet updated the ilet software. The agent advised that the pause function would be available after performing the update. During the call, the patient reported receiving a high bg alert (>400 mg/dl) while attempting to update the software. The patient stated they had recently reconnected to the ilet after eating grapes and had entered two additional meal announcements. It was determined that the elevated bg was likely due to the patient being disconnected from the ilet during food intake. The agent provided education on proper meal announcement procedures and advised the patient to monitor bg now that they were reconnected to the ilet. The agent instructed the patient to call back for assistance with the software update once bg returned to within range. The patient denied ketone testing, backup therapy use, recent steroid injection, professional medical intervention, or immediate health effects such as dizziness or diabetic ketoacidosis (dka). On (B)(6) 2024 at approximately 12:12 pm pst, the patient confirmed successful connection to the ilet mobile app and completion of the software update. The patient reported that bg values had trended back within range and no further issues occurred.